Event description:
The customer reports smoke coming from the computer connected to the architect i2000sr analyzer. No injuries were reported and as well as no damage to the surrounding lab environment. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4). (B)(6).

Manufacturer narrative:
An abbott field service engineer visited the customer site and resolved the customer issue by replacing the power supply scc-e platform. Subsequent instrument operations were acceptable. The architect system operations manual (201837-108) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No systemic product deficiency was identified during this product evaluation.